Event description:
Risk analyst for a user facility states that the following results were obtained on a patient on the inform system within 10 minutes: 44 mg/dl and 296 mg/dl. No adverse event reported. No additional information provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Initial reporter filed user facility medwatch, report number (B)(4). Patient history was not provided. Information on device operator was not provided. Strip lot and expiration information was not provided. Patient medication information was not provided. Strip manufacture date information not provided.